Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735825, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Name of initial reporter unknown as the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that int ra-operatively, the site was setting up for an em procedure and had a fault on the screen. The localizer was not connected. The site had multiple systems and swapped out the em instrument interface box. This resolved the issue. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.